Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary the product has not returned to depuy synthes, however a video was provided for evaluation. Visual inspection of the returned video showed the arthroscopic space with the device having sounds of being activated. No other anomaly could be observed. The manufacturer performed an investigation of the video provided with the following results: from the evidence provided, we can see that the device appears to be activating in ablate mode with no signs of output shorting. The video shows that plasma is forming and bubbles are present ¿ this could happen as a result of the suction path being blocked, or the suction pump not set correctly. Device instructions for use (IFU) warns of the following regarding suction: - avoid bubble accumulation in the joint space during use. The accumulation of bubbles around the electrode diminishes performance and may produce overheating sufficient to damage adjacent structures or the electrode tip assembly - failure to attach the suction tubing to an adequate suction source may cause thermal injury to the physician or patient - do not activate the probe for unnecessary and prolonged periods as irritant overheating and unintended tissue damage may result. Prolonged probe activation while using the suction feature may result in elevated shaft or suction tubing temperatures - failure to maintain the recommended suction may result in device failure the overall complaint was confirmed as the observed condition of the vapr clplse90 electrode w hand cntrls would have contributed to the complained device issue. Based on the investigation findings, a potential cause cannot be established. Multiple factors are associated with this type of failure, and the complaint device needs to be physically received and evaluated to determine a potential cause of why the customer experienced the failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device u2507003 number, and no non-conformances were identified.

Event description:
It was reported that during in-house engineering evaluation, it was determined that the vapr clplse90 electrode w hand cntrls device had a suction failure. It was initially reported that during a rotator cuff repair surgery, the device failed to function after it was connected. It was reported that a spare device was used to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.